Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen appeared to be scrambled after unlocking it. The reporter stated that when they rebooted the device the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/09/2014 with the following findings: during testing, the pump booted with audio tones and vibrations functional. The display screen was blank with no evidence of a ¿scrambled¿ display. A test screen was inserted and found to function normally. Evaluation revealed that the display was blank due to a loose display flex connection.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.